Event description:
Information received from the (B)(6) database.treatment of a right unruptured internal carotid artery (ica) sidewall aneurysm measuring 19.3mm x 7.4mm. It was reported that the patient underwent a pipeline procedure in which two pipelines were implanted telescoping each other. The patient experienced left hand numbness and weakness seven months post procedure.it was reported that the patient's condition resolved on (B)(6) 2012.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.(B)(4).

Manufacturer narrative:
Received the following updated information: treatment of residual aneurysm. It was reported that the patient returned with double vision due to a mal-position of the previously placed pipelines. Balloon angioplasty with a hyperform balloon was performed on the pipelines to improve their positions and a third pipeline was also implanted at the previous mal-position of the stent. No injury was reported with the patient as a result of the procedure. The other devices involved in the event are as follows: model: fa-77425-20 / lot: not reported / dom: n/a / exp: n/a. Model: fa-77500-18 / lot: not reported / dom: n/a / exp: n/a. (B)(4).